Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that twice, a low battery alert was not received prior to off no power alert on the insulin pump. Customer indicated that the batteries were changed a few days ago. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible reasons for the alarm and requested that the customer monitor the pump and to insert a new battery. No further details given.